Manufacturer narrative:
A2: information has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt called in demanding a new controller and recharger because since maybe (B)(6) 2023 they started having issues with the equipment. At one point they got a new recharger and their issues were fine for a while but when recharging the implantable neurostimulator (ins) it would connect then disconnect saying device not found. They could not get through charging without equipment disconnecting 2 or 3 times. The recharger relay box was getting hot and they started getting pain in their back area. When recharging the ins the controller turns off and ongoing to a blank screen. The pt met with their rep on the (B)(6) and when the pt got home nothing was plugged into their controller and the screen was white even though the controller was at 100% so they had to reset the controller. Pt noted they had to reset the controller too many times. A request was sent to the repair department to replace the recharger and controller. Pt mentioned they had an issue with the recharger before so they got a new recharger and that their ins heated up. Patient called back and confirmed they received the replacement equipment and all was functional. Patient mentioned they had trouble with their controller since the day they got it, and it took 2 years for the rep to listen and suggest they call for a replacement. Patient requested information about shipping old components back; agent reviewed. Rep responded stating that he was not aware of this event.